Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was gained via the femoral artery. The 2.75 x 38 mm, 75% stenosed, eccentric and progressive target lesion was located in the mildly calcified left anterior descending (lad) artery with a significant bend between 45 and 90 degrees. The 2.75 x 32 mm promus element stent was advanced however was unable to cross the lesion. The lesion was then dilated with a 2.75 x 15 mm maverick balloon, and the 2.75 x 32 mm promus element stent was advanced however was unable to cross the lesion. Upon removal it was noted that the stent was deformed. The procedure was completed with a 2.75 x 20 mm and 3.0 x 28 mm stents and 2.75 x 15 mm quantum maverick balloon for post-dilation. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was gained via the femoral artery. The 2.75x38mm, 75% stenosed, eccentric and progressive target lesion was located in the mildly calcified left anterior descending (lad) artery with a significant bend between 45 and 90 degrees. The 2.75x32mm promus element stent was advanced however was unable to cross the lesion. The lesion was then dilated with a 2.75x15mm maverick balloon, and the 2.75x32mm promus element stent was advanced however was unable to cross the lesion. Upon removal it was noted that the stent was deformed. The procedure was completed with a 2.75x20mm and 3.0x28mm stents and 2.75x15mm quantum maverick balloon for post-dilation. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes device evaluated by manufacturer - a visual and microscopic examination found that the distal end of the tip was damaged. It was black and appeared burnt/ molten. No issues were noted with the crimped stent and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).